Event description:
It was reported that the patient suffered from a mixed hearing loss and her bone conduction was inside the vibrant soundbridge implantation criteria for mixed hearing loss. The floating mass transducer was placed on the round window niche. The week after the surgery, the bilateral bone conduction was checked and was found to be not detectable anymore (lower than 70 db for all the frequencies) for the implanted ear and decreased a lot for the contralateral ear. The patient was activated on (B) (6) 2010 but she reported no hearing sensation at all. The patient has been explanted on (B) (6) 2010 and re-implanted with a ci sonata t100 standard electrode in the same day.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.